Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 800.8. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported alarm of error code 800.8 was confirmed through log review but was not able to be replicated during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the laboratory testing. Asm preventative maintenance (pm) testing was performed on the suspect pcu s/n (B)(6). The asm pm task completed successfully, with no observed errors or malfunctions. External and internal inspection of the returned devices revealed no obvious issues or anomalies. All parts inspected were manufactured by bd. The event date of the complaint was noted to be on 21 may 2025; however, the time was no reported. The battery logs did not indicate any errors or malfunctions associated with the reported issue. The error log recorded error code 800.8000.0, which was also reported by the facility on (B)(6) 2024 at 12:39:37 pm. A review of the event logs was conducted to investigate the root cause of the reported error displayed. However, it was determined that the earliest available log entry dated back to (B)(6) 2025, suggesting that the event logs had been overwritten, and earlier data was no longer available. The last power up of the facility was on (B)(6) 2025, a new patient was not selected and the profile identified was to be ¿peds acute care¿. From 12:03:59 pm to 12:04:40 pm, the suspect device received a remote infusion configuration (drugid = 64, unknown drug, rate = 3 ml, vtbi = 70.18 ml), and a secondary infusion were performed (unknown fluid, rate = 200 ml, vtbi = 100 ml). The infusion starts. Pvi = 603.167 ml. Svi = 2050.43 ml. At 12:34:41 pm, the secondary infusion was completed, and the primary infusion was started. Pvi = 603.167 ml. Svi = 2150.45 ml. From 5:17:45 pm to 5:17:49 pm, ¿channel off¿ button was pressed, and the system was powered off. Pvi = 617.324 ml. Svi = 2150.45 ml. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)). Replace pcu logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 800.8. There was no patient involvement.